Event description:
The customer reported that he went to the hospital after his blood glucose was 485 mg/dl and he tested for ketones, which were present in his urine. The customer was treated with a potassium drip and manual injection at the hospital. He was wearing the insulin pump at the time of hospitalization. Leading up to the hospital visit, the customer had woken up with a blood glucose of 333 mg/dl, took insulin and began to feal sick, light-headed, and run down. When the customer went back on the insulin pump, he stated when he replaced the set, there was blood in the line, there was insulin in the reservoir compartment, and the reservoir had a crack in it. Troubleshooting was performed. At the time of troubleshooting, the customer's blood glucose was 201 mg/dl. The customer stated he could not rewind the insulin pump because there was a motor error. There was blood in the tubing of the infusion set.

Manufacturer narrative:
The insulin pump alarmed with a motor error during the rewind due to a corroded motor home switch. It was not possible to perform functional testing due to motor error alarms. Moisture damage was noted at the transducer metal part. The insulin pump was received with a severely scratched lcd window and a broken reservoir tube lip.please see medwatch report # 2032227-2014-33369.

Manufacturer narrative:
Device alarmed motor error during the rewind due to corroded motor home switch. Unable to perform functional test due to motor error alarms. Moisture damage was noted at the transducer metal part. Device received cracked case at display window corners and battery tube threads. Device received with severely scratched lcd window. Device received with broken reservoir tube lip.